Event description:
It was reported that the right ventricular (rv) lead alert triggered for high, out of range impedance measurements on the defibrillation coil. The lead remains in use. No patient complications have been reported as a result of this event.